Event description:
Following replacement/revision surgery (see manufacturer's report number 3004209178-2010-08134), high impedance was noted. It was determined that the lead was damaged. The lead was replaced and impedance issues were resolved. The implantable neurostimulator was reprogrammed. The patient was doing well and recovered completely.

Manufacturer narrative:
(B)(4).